Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire detached from the sensor pod and was still in the patient. The sensor was inserted at the patient's buttocks on (B)(6) 2015. No additional event or patient information is available.